Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, the data presented in the literature review article indicates that 5 patients presented with post-operative superficial infections. It is unknown what treatment was provided. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported in the publication "hinged device for fractures involving the proximal interphalangeal joint". Authors: g. Li, md, orthopaedic surgeon, department of orthopaedic surgery, tongji university, shanghai tenth people¿s hospital, zhabei qu, shanghai 200085, china, that 200 patients underwent a tka procedure (standard procedure involving a posterior cruciate-substituting cemented prosthesis genesis ii oxinium (smith &nephew inc., memphis, tn)). The authors of the study reported that five patients presented post-operative superficial infections. The treatment is currently unknown.